Manufacturer narrative:
Other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter (B)(4). No problems or issues were identified during this device history record review. A product sample was received for evaluation. Visual and functional testing were performed. Inflation line detached from pilot balloon was observed and a lack of solvent was detected. The root cause of the reported issue could be caused by: not enough solvent at joint. Actions were taken to mitigate the reported issue: a quality alert was initiated to assure the correct inflation line assembly to pilot balloon.

Event description:
It was reported that immediately after opening the package, the customer noticed the inflation line was torn off. No patient injury was reported.